Event description:
The reporter stated that screw was being implanted and broke before completion of surgery. Surgery time was prolonged. Integra has requested additional information from the reporter.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.